Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported the patient cannot adjust the device, turn it on or off. After changing positions it was ¿not there for a while till it was up and running.¿ the patient has to ¿suffer until it kicks in.¿ the event date was unknown. It was unknown if any troubleshooting, diagnostics, or actions were performed. The outcome of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.